Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer's blood glucose level was 400 mg/dl. Troubleshooting was not done for high blood glucose and under delivery. The troubleshooting was performed for blank display. Display was not returned after troubleshooting. The customer was advised that the insulin pump will need to be replaced and discontinue the use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Blank display not found during testing. The device passed the self test, sleep current measurement, active current measurement and the displacement test.